Event description:
It was reported to philips that the device has shocking issue. The device was reported to be in use on a patient,

Manufacturer narrative:
Philips received a complaint on the mrx device that has shocking issue. There was no reported patient impact or injury. The customer evaluated the device and received remote support from the customer care solution center. The customer did not accept the service/repair quotation. Therefore, this will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.